Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-15545 is a concomitant. Please refer to manufacturer report number 2016493-2026-15541, which captured the correct suspect device per investigation report.

Event description:
It was reported an over infusion of vancomycin. The volume to be infused was 120ml/hr to infuse in one hour; however, 120ml infused in ten (10) minutes. The vancomycin was a routine order. D5ns - 10meq kcl (86ml/hr) was also infusing at the time of the over infusion. There was patient involvement, but no harm.

Event description:
It was reported an over infusion of vancomycin. The volume to be infused was 120ml/hr to infuse in one hour; however, 120ml infused in ten (10) minutes. The vancomycin was a routine order. D5ns - 10meq kcl (86ml/hr) was also infusing at the time of the over infusion. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.